Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any bleeding as result of cut tissue? If bleeding, please quantify amount of bleeding. Were any blood products given to patient? Was there any change to procedure or post-op patient care? Was there any patient consequence?

Manufacturer narrative:
(B)(4). The analysis results found that the mcm30 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 25 clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.